Event description:
It was reported that the atrial lead exhibited high capture threshold and decreased sensing. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the atrial lead was explanted and replaced during routine device change out procedure. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found a partial lead was returned. Insulation abrasion exposing the outer coil was noted at 31.1 cm to 31.2 cm and at 35.5 cm to 35.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device. The exposure of the outer coil found in these locations most likely contributed to the reported complaint of high capture threshold and sensing anomaly.